Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, while being applied at the lung tissue, the surgeon commented that the first firing with this gun in question was more difficult than normal, with the handle being a little stiff. Loading a second reload and the gun would not fire as the handle was stuck in position. A second gun was opened and that particular reload fired correctly with no problem. They were still able to press the green button. There was no patient injury.